Manufacturer narrative:
The delivery system was returned for evaluation: the complaint could not be confirmed. The graft cover was able to be retracted at some point during the procedure as the stent graft was returned partially deployed. Once the distal end of the stent graft was pulled back to the stent stop cup, the device deployed without issue. The root cause of the event could not conclusively be determined as the event occurred in-vivo and could not be replicated during device analysis. The patient¿s anatomy was not provided however, due to the curvature to the tapered tip, spindle lumen and kink the patient¿s anatomy may have contributed. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was attempted for use in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. There was 30 angulation of the neck with vessel tortuosity. It was reported that, during the index procedure, the graft cover of the delivery system failed to retract. The delivery system was removed from the patient. The device was replaced with another endurant ii device and the event resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.